Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx valve in aortic position underwent a valve-in-valve procedure due to flail leaflet with regurgitation after an implant duration of 8 years, 7 months . Patient presented with heart failure and shortness of breath. The procedure was performed with a 26mm 9755rsl transcatheter valve. Patient was stable post procedure and was discharged on pod#2 this is an 82-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : g3, g6, h2,h6 ( type of investigation). Corrected sections : h6 ( component code ,investigation findings and investigation conclusions). Leaflet immobility or leaflet restriction occurring over time can be attributed to structural valve deterioration and/or nonstructural dysfunction, which can be manifested as regurgitation and/or stenosis. Nonstructural valve dysfunction (nsvd) is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve; such problems can include entrapment by pannus, tissue, or suture, malposition, patient prosthesis mismatch, thrombosis, or technical errors. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Based on the information available, a definitive root cause cannot be concluded but patient factors, including coronary artery disease (cad). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.